Event description:
The pt reported communication issues with the implant. An advanced bionics rep met with the pt for device eval. The problem was confirmed. The surgeon decided to explant the system.